Manufacturer narrative:
(B)(6) 2018. The (B)(4) service engineer (se) inspected the device. The se replaced the internal battery and power management printed circuit board assembly (pcba). No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator generated an error code that the battery had failed. There was no patient harm reported. The event date was not specified; estimate used.